Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the maintenance, the subject device did not power up. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. The device was manufactured over 5 years and 5 months ago. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the failure of the power supply board. If additional information becomes available, this report will be supplemented.